Event description:
It was reported by the aci vascular closure specialist that a patient underwent a diagnostic coronary procedure on (B)(6) 2012. Access was obtained at the femoral artery. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported by the physician that upon completion of the device deployment, the patient had a very low platelet count (number unknown). The patient immediately complained of pain in the groin and stomach area. The patient required a blood transfusion and received 1 unit of blood. The patient was hospitalized from (B)(6) 2012 for an unspecified reason, unrelated to the mynxgrip device or mynxgrip procedure.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.